Manufacturer narrative:
Age at time of event: (B)(6) or older. Device evaluated by manufacturer: only the stent component of the complaint device was returned deployed inside a 6f zeon short sheath 10 cm introducer sheath. A visual examination of the introducer sheath found damage near the proximal end of its' delivery sheath. It was not possible to retrieve the stent with a needle, so the delivery sheath of the introducer sheath was dissected longitudinally with a blade and the stent was withdrawn from the introducer sheath. The stent was damaged in an area consistent with the damage to the delivery sheath. No other issues were noted with the profile of the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal angioplasty treatment procedure, premature stent deployment inside an introducer sheath occurred. Vascular access was obtained through the femoral artery. The physician was treating a 99% stenosed lesion located in the severely tortuous external iliac artery. The lesion was pre-dilated with a sterling balloon catheter. This 8x47x75 6f reduced profile wallstent was advanced to the lesion and an attempt to deploy the stent was made. After the physician had thought the stent was deployed, it was noted that the stent was not visible under fluoroscopy. The non-bsc introducer sheath was checked, and the stent was located stuck inside the sheath. The stent deployed inside the introducer sheath during insertion, prior to reaching the target lesion. The procedure was completed successfully with another wallstent. No patient complications were reported and the patient's status is good. However, product analysis revealed that the stent was damaged.